Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D14: intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was retested and passed on multiple attempts. The clip test was performed and passed on all 3 attempts in multiple grip orientations. The grips did not move unexpectedly during in-house testing or clipping. The instrument was fully functional. Upon visual inspection, there was no physical damage found at the wrist. The housing was removed for inspection and found no damage. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the medium-large clip applier instrument moved when the surgeon applied the clip. A backup instrument of the same kind was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the digestive surgery director on 29-oct-2021 and obtained the following additional information: the wrist of the instrument slightly moved unintendedly shortly before clipping. The issue only occurred once and then the customer switched to a backup instrument. The customer did not try to reseat the instrument and drape. The drape of the instrument was disposed and could not be returned. The instrument is expected to be returned for analysis. No photographic images of the device or video recording of the procedure was available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for analysis, but it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the medium-large clip applier (part# 470327-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2021 via system serial# (B)(4). There were 84 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the medium-large clip applier instrument moved with unintuitive motion (e.g. The instrument jerked/moved in an unexpected way when clipping was attempted). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.